Manufacturer narrative:
Block h6: device problem code 3270 captures the reportable event of stent failure to expand. Block h10: a deployed wallflex biliary fully covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device did not find any damages to the stent. The stent was measured to be within specifications. The reported event of stent failure to expand was not confirmed; the stent was received deployed and fully expanded. Taking all available information into consideration, the device met all manufacturing specifications required and passed all the controls and inspections with no abnormalities were reported during the assembly process. Therefore, the most probable root cause for the complaint event is no problem detected. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a wallflex biliary rx fully covered stent was to be used in the common bile duct during a procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the stent failed to open in the common bile duct. The stent was removed and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite efforts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered stent was to be used in the common bile duct during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to open in the common bile duct. The stent was removed and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite efforts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.